Manufacturer narrative:
It was unknown if there was a patient during the event at the time of filing. Onsite functional and visual examination was performed by a manufacturer representative. The power conversion board was replaced and the issue was resolved. The system passed a system checkout and the system was returned to an operational condition.

Event description:
Medtronic received information regarding an imaging system. It was reported that the system could not take x-rays.

Manufacturer narrative:
Manufacturer updated to proper value.